Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance and noisy signals intermittently on the right atrial (ra) channel. The noisy signals were oversensed, which resulted in pacing inhibition. No asystole was reported. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance and noisy signals intermittently on the right atrial (ra) channel. The noisy signals were oversensed, which resulted in pacing inhibition. No asystole was reported. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.